Manufacturer narrative:
The field service representative found the analyzer was incorrectly placed on the table and was tilted backwards due to the rear feet behind the edge of the table. The tubing on the pipettor had slipped from the guidance reel and he replaced the tubing. Proper functioning of the device was confirmed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable low troponin t hs stat result for one patient from the cobas e411 rack analyzer. The initial result was 5.98 pg/ml and was reported outside of the laboratory. The doctor questioned the result and the sample was repeated with a result of 1785 pg/ml with a data flag. This result fit the clinical picture of the patient as he was diagnosed as having an acute myocardial infarction. The sample was repeated on another cobas e411 rack analyzer and the results were 1770 pg/ml with a data flag and 1762 pg/ml with a data flag. Due to the initial low result, the movement of patient to the cardiology department was slightly delayed. There was no allegation of an adverse event. The reagent lot number was 34588801 with an expiration date of 31-dec-2019.